Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Ketones were also tested and the results were .02. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. The downloaded data returned an 0x18 alarm, indicating the reservoir is empty. It was observed during investigation that the plunger ran to the very bottom of the reservoir. The downloaded data did not show any drive stalls. Timeouts were observed at the end of the data but this is because the plunger is pushing up against the bottom of the reservoir, which is expected. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged.